Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back filled during a patient treatment. The patient was moved to a different machine to complete treatment. There were no adverse effect to the patient. There were no occlusions to the drain. The drain line and the drain height were within specification. A fresenius regional equipment specialist replaced the air separator assembly and the high flow relief valve. The machine has passed all tests and has been returned to service.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore, the failure mode cannot be confirmed. However, a fresenius regional equipment specialist (res), m went on-site to perform a service evaluation of the unit. The res was not able to duplicate the saline bag fill issue during the field service investigation. The res replaced the air separator assembly and the high flow relief valve as a precaution. The machine has been returned to service. No parts were returned for evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.